Manufacturer narrative:
Sc-2218-50 (sn:(B)(6)). The returned lead was analyzed and all cables of the lead had fractured at the clik site that resulted in the source of high impedances. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the clik anchor resulting in the cable fractures, which causing the reported patient's experience. With all the available information, boston scientific concludes the reported event was confirmed. Hence, the probable cause selected for this complaint is cause traced to component failure. Sc-1132 (sn:(B)(6)). The returned ipg was analyzed, passed all the tests performed, and exhibited normal device characteristics. Sc-4316 (ln:18077928) the returned clik anchor was analyzed and one of the eyelets was just torn without missing silicone material. The damage to the eyelet is a typical explant procedure result and not considered the source of the reported patients experience. With all the available information, boston scientific concludes the reported event was not confirmed. Therefore, the probable cause selected is no problem detected.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient had turned the device all the way up in order to get it to work, however, was overstimulated and felt severe discomfort. During device interrogation, it was determined that the patients lead was showing high impedances. An x-ray was taken and revealed lead fracture. The patient underwent a lead and ipg replacement procedure and was doing well post-operatively. The explanted devices will be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 18055073.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient had turned the device all the way up in order to get it to work, however, was overstimulated and felt severe discomfort. During device interrogation, it was determined that the patients lead was showing high impedances. An x-ray was taken and revealed lead fracture. The patient underwent a lead and ipg replacement procedure and was doing well post-operatively. The explanted devices will be returned.